Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator was analyzed and found to have an error. The unit was tested on an in-house system and triggered error 31226. The unit was also tested on the test platform and failed the fiber test. A golden parallelogram will be replaced as a fix..

Event description:
It was reported that during a da vinci-assisted general right hemicolectomy surgical procedure, the system had repeated recoverable faults. The customer reported the fault number as 40084. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient when the issue was first identified. The system functionality was checked upon powering up and it did initially power on without errors. The universal surgical manipulator (usm) was stowed away to recover the fault. The procedure was completed robotically with three usms. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator 1 (usm) due to repeated fault error 40084. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.